Event description:
During an alif l5-s1 procedure the tip of the implant holder broke off inside the synfix-lr 26 mm depth 32 mm implant. Surgeon attempted to retrieve the piece and could not: surgeon noted too much risk to the patient. The piece remains inside the implant in the patient. The final construct contained three 20 mm locking screws for fixation. The fourth screw was not implanted as access was difficult.

Manufacturer narrative:
Subject device is an instrument and is not implanted or explanted. Synthes is unable to provide the date of manufacture without the returned device or lot number. The investigation could not be completed, no conclusion could be drawn, as no product was returned and no lot number was provided.